Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6945-65, lead, implant: (B)(6) 2000. (B)(4).

Event description:
It was reported that a implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated and high thresholds were detected on the patients right atrial (ra) lead. The ipg has been explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.